Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was in a sinus tachycardia and had some fast interval pvcs binned as vf events which were diagnosed as a vf episode. The patient received inappropriate therapy. The clinician modified the patients medication.